Event description:
It was reported that the patient presented in clinic and complained of itching in the device pocket. A x-ray revealed the right ventricular lead was dislodged due to twiddling of the device by the patient. The patient presented to surgery on (B)(6) 2017. During the attempt to reposition the lead, the physician could not advance the stylet down the lead body. The lead was extracted and replaced. There were no adverse effects to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.